Event description:
It was reported that the driver shaft stripped out in the handle. This made the handle unable to turn the shaft. It was further reported that the shaft was still able to remove the intended tap from the pt's bone. This event posed no adverse effect to the pt.